Event description:
Customer reported being hospitalized for low blood glucose. Customer claims that boluses were delivered while they were sleeping, according to the bolus history. Troubleshooting was not completed due to pump was disconnected from customer and batteries were removed from pump.